Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components. The guide wire assembly was visually examined, and it was noted that there was no blue cone straightener. The proximal end of the guide wire protruded through the wire snubber and contained curves and kinks. The guide wire contained kinks and waves from 0-29mm from the proximal end. The total length of the guide wire was measured to be 603mm , which is not within specifications of 679-687mm per product drawing. The outer diameter of the returned guide wire measured to be 0.8471mm , which is not within specifications of 0.788-0.826mm per product drawing. The guide wire protective tubing measured to be 536mm in length, which is not within specifications of 613-626mm per product drawing. The guide wire was unable to be retracted into the feed tube. When the guide wire was pulled back, the proximal end came out of the wire snubber. A manual tug test confirmed both welds of the guide wire were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of difficulty retracting the guide wire into the straightener was confirmed by complaint investigation. The returned guide wire assembly did not contain a guide wire straightener. When the guide wire was retracted, the proximal end of the wire went through the wire snubber, thus causing the wire to kink. Dimensional inspection also revealed that the incorrect guide wire assembly was included in this kit. Based on these findings, it was determined that packaging caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
Complaint description: j-tip of swg couldn't be retracted into advancer.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates swg kinked.

Event description:
Complaint description: j-tip of swg couldn't be retracted into advancer.